Event description:
The customer reported the quattro catheter (lot #unknown) developed a leak. On (B)(6) 2022, the quattro catheter was placed in the femoral vein of a 63 year old, 114 pound female cardiac arrest patient. She had a history of dialysis, hep c, cirrhosis, smoking, a previous heart replacement, and had a pacemaker. The patient remained unstable and had multiple cardiac arrest events with the quattro catheter in place. On (B)(6) 2022, blood was noticed backing up into the saline bag in the balloon lumens. The issue was noticed immediately and no alarm was displayed on the thermogard xp ivtm system. No decrease in volume of the saline bag was observed. The dwell time at the time of the issue was 12 hours. The patient remained unstable and eventually the customer made the patient dnr. The patient coded a total of 15 times in 16 hours and required frequent CPR. The patient expired and was sent for an autopsy. Due to the patient receiving an autopsy, the quattro catheter must remain in place and will not be returned to zoll for investigation. The catheter will be discarded after the autopsy. Per the nurse, they have 2 lot numbers of catheters in their supply room (lot # 170919 and lot # 173749). Since the catheter will not be returned and the packaging was thrown away, the exact lot number is unknown. Per the nurse, the attending who placed the catheter was an experienced doctor. The catheter was inserted on the first try and she is unaware of any difficulty during placement. She denies the patient having an ivc filter and also mentioned that vasopressors were continuously running through the catheter and therefore no pressure bags were connected to fluid going into the catheter. No other catheter was placed in the femoral vein after placement of the quattro. Per the customer, the patient death was not related to the device or procedure.

Manufacturer narrative:
Per customer, the catheter will not be returned due to the patient being sent for autopsy. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. The customer stated that the patient's death was not related to the zoll catheter. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Probably outcome death related to the patient's clinical condition and not to ivtm therapy. The death is not related to device and to procedure.

Manufacturer narrative:
Per customer, the catheter will not be returned due to the patient being sent for autopsy. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. No alarm was displayed on the thermogard xp ivtm system and no decrease in volume of the saline bag was observed during the event.

Event description:
The customer reported the quattro catheter (lot #unknown) developed a leak. On (B)(6) 2022, the quattro catheter was placed in the femoral vein of a 63 year old, 114 pound female cardiac arrest patient. She had a history of dialysis, hep c, cirrhosis, smoking, a previous heart valve replacement, and had a pacemaker. The patient remained unstable and had multiple cardiac arrest events with the quattro catheter in place. On (B)(6) 2022, blood was noticed backing up into the saline bag in the balloon lumens. The issue was noticed immediately and no alarm was displayed on the thermogard xp ivtm system. No decrease in volume of the saline bag was observed. The dwell time at the time of the issue was 12 hours. The patient remained unstable and eventually the customer made the patient dnr. The patient coded a total of 15 times in 16 hours and required frequent CPR. The patient expired and was sent for an autopsy. Due to the patient receiving an autopsy, the quattro catheter must remain in place and will not be returned to zoll for investigation. The catheter will be discarded after the autopsy. Per the nurse, they have 2 lot numbers of catheters in their supply room (lot # 170919 and lot # 173749). Since the catheter will not be returned and the packaging was thrown away, the exact lot number is unknown. Per the nurse, the attending who placed the catheter was an experienced doctor. The catheter was inserted on the first try and she is unaware of any difficulty during placement. She denies the patient having an ivc filter and also mentioned that vasopressors were continuously running through the catheter and therefore no pressure bags were connected to fluid going into the catheter. No other catheter was placed in the femoral vein after placement of the quattro. Per the customer, the patient death was not related to the device or procedure.